Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment for an abdominal aortic aneursym in 2002. The aneurysm neck was reported to be short and angulated, and the case was reported to be difficult. Approx one week post-implant, a type iii endoleak was reported between two aortic extender cuffs. A talent extender cuff has been requested to seat the endoleak; however, it was reported that the pt is in a rehabilitation facility for other illnesses, and it is unknown when the pt will be able to have another follow-up visit. No clinical sequelae have been reported.